Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3998, lot# v246530, implanted: (B)(6) 2009, product type: lead; product ID 37092, lot# 227200002, implanted: (B)(6) 2009, product type: accessory; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect. It was noted therapy was never right following a failed reprogramming attempt in (B)(6) 2009. It was reported the patient turned stimulation off in (B)(6) 2014. It was noted the patient had been working with the manufacturer representative (rep), but they had not been able to get therapy back to how it was. It was reported the last reprogramming attempt was two days prior to call. It was noted therapy reduced the patient¿s pain for sixteen weeks, but the patient lost the relief after the failed programming attempt. It was later reported the patient was not feeling fifty percent relief. It was noted reprogramming was performed and better coverage was achieved. It was reported the stimulation was irritating prior to reprogramming. It was noted that cycling was attempted, but did not stop the irritation. It was reported the patient turned stimulation off. It was noted the patient was not receiving effective therapy and was considering a different therapy. Additional information received reported that the manufacturer¿s representative spoke to the patient¿s managing healthcare professional (hcp). The hcp was aware of the patient status as previously described and has not requested any follow-up at this time. Additional information received reported that since that programming session in (B)(6) 2009, therapy had still never worked the same. Prior to that appointment his therapy had been working great for him. He had shut his therapy off because it was not working for him since (B)(6) 2009. In (B)(6) 2014 the patient had gastric bypass and lost 50 pounds. He then tried turning stimulation back on in (B)(6) 2014, but it was making him physically ill to have therapy on so he turned it back off. The patient had tried to have reprogramming since then but they could not get therapy to work for the patient. Now, the device was discharged and the patient was advised to contact his pain doctor to see if the implantable neurostimulator (ins) could be restarted. The plan was to remove the stimulation device and he was discussing with the doctor about a pain pump therapy.